Event description:
Additional info received: the pt was undergoing a diagnostic left heart catheterization. The pt's hosp stay was reported to be lengthened due to the incident, but the amount of time was unspecified. It is believed by the reporter that the device was overinserted into the arteriotomy. The device may have been "transverse" in the artery, causing the dissection. A sheath was placed in the arteriotomy overnight for hemostasis. The next day the sheath was removed and compression was performed to achieve hemostasis.

Event description:
The physician attempted arteriotomy closure with the perclose a-t (closer ii) device following an unspecified procedure. It was reported there was resistance felt when the device was being removed from the patient's artery. Upon further removal, it was noted that there was presence of arterial tissue in the foot pocket of the device. An angiogram revealed a dissection in the femoral artery. The dissection was resolved with compression. There is no report of further adverse patient sequelae.